Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 pt reported that their trial was a great success and they were walking without pain, however, with the permanent implant they have not gotten relief; they continue to get pain with walking. The therapy was not working. The pt reporting being unhappy with not getting pain relief they had with the trial. The pt was told to try the programming on each of their 4 groups for 5-6 days. The pt stated they did not see the reasoning for keeping that long when each group is not working to relieve their pain. Patient services (pss) reviewed the purpose of keeping a diary to track what they experience with each program. The pt stated there was no reason to keep a diary if the therapy is not working. No further information was provided. No device issues reported. 2025-jun-22: additional information was received from the patient. They reported that the manufacturer representative (rep) has done everything he can in various reprogramming visits to get the patient the best pain relief possible. The patient is frustrated with the trial and error procedure as well as the wash-in period to try each option. Patient believes automation and ai should solve this problem. Patient is not satisfied with their system and is planning on getting it explanted.